Event description:
The surgeon reported a corneal burn which occurred during the 4th case of the day. No intervention reported. Pt status was not provided. Additional info has been requested.

Manufacturer narrative:
A company rep checked the system, and found it to meet specifications, but ordered a footswitch replacement because there was no right horizontal switch. This is unrelated to the pt event reported. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the ecri health devices, hazard update: scleral and corneal burns during phacoemulsification, november 1996, vol. 25, no. 11: 426-431, most corneal burns can be traced to issues related to surgical technique and not to mfg equipment. A letter and copy of this industry article was provided to the customer.